Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroids, menorrhagia, cervical cyst and leiomyoma on (B)(6) 2022 and adenomyosis, birth control (essure), parity (p1011), gravida ii, painful periods, pelvic pain, rash, nausea, swelling and joint pain on (B)(6) 2022. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,diagnostic cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 22022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis. Uterus, cervix, bilateral fallopian tubes, hysterectomy. Uterus (224 gms) with secretory endometrium and multiple leiomyomas. Cervix with nabothian cysts. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils. Specimen source: uterus, cervix, bilateral fallopian tubes and essure coils. Clinical history: pelvic pain. Essure problems. [Ultrasound abdomen] on (B)(6) 2022: uterus is retroverted and homogenous the uterus is enlarged with hyper vascular myometrium suggestion of adenomyosis. Bilateral essure coils are appropriately placed. There is a solid appearing structure near the myometrial insertion of the left essure coil measuring 1.6x1.6x1.6cm. Bilateral ovaries are unremarkable bilateral ovaries have appropriate arterial and venous vascularity [ultrasound scan vagina] on (B)(6) 2022: uterus is retroverted and homogenous the uterus is enlarged with hyper vascular myometrium suggestion of adenomyosis. Bilateral essure coils are appropriately placed. There is a solid appearing structure near the myometrial insertion of the left essure coil measuring. 1.6x1.6x1.6cm. Bilateral ovaries are unremarkable. Bilateral ovaries have appropriate arterial and venous vascularity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information, patient information, medical history, lab data, drug stop date, event onset date, indication, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.